Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guiding catheter and balloon refold could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii; guide cath: 8f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with mild calcification. The 5.0 x 8 mm voyager nc balloon was advanced and inflated; however, after deflation, it was not possible to retrieve the balloon catheter into the guiding catheter; therefore, the balloon and the guiding catheter were removed together. It was noted that the balloon looked flat. There was no other treatment needed as angiography confirmed a good blood flow. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).